Manufacturer narrative:
Product event summary #s7 framelink disc format error 373537-rem3. Concomitant medical products: other relevant device(s) are: analysis found: import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of an electrode and probe placement procedure. It was reported that the system took about 30-minutes to not load the disc in framelink. The site was told to select the alternate module and they received a ¿disc format error¿. The site received another disc from radiology and the issue was resolved. Total delay to the procedure was 1-hour and the patient was under light anesthesia.